Manufacturer narrative:
On may 29, 2019 an email was received from the distributor with a request to perform a DHR review for lot 10841144, which the distributor indicated as a possible lot that could be involved in this case. A review of the device history records for lot 10841144 does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable prior to shipment. If there is any further relevant information provided a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the batch number remains unknown and therefore the manufacturing batch records for the complaint device cannot be reviewed. As received, the specimen consists of the distal 9.60cm of one hydro gw std s 150-035; returned loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents an overall length of 9.60cm due to cut/skive damage. The specimen presents cut/skive damage in a proximal to distal, spiral orientation, beginning at the proximal end of the returned segment and terminating 5.65cm from the distal tip. The specimen also presents a bend located 5.00 to 7.00cm from the distal tip. The warnings section of the device instructions for use state: "do not manipulate, advance, or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using a zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." Also, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by flouroscopy. Failure to exercise proper caution may result in bending, kinking, seperation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, clinical and procedural factors appear to have impacted on the event as reported. If any further relevant details become available a follow up medwatch report will be filed.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown and therefore the manufacturing batch records for the complaint device cannot be reviewed. As stated in the warnings section of the device instructions for use: "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Also, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by flouroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. Reviewing all details to date, it appears that clinical and procedural factors have impacted on the event as reported. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
On (B)(6) (monday),nephrostomy was performed on (B)(6) woman due to emergency bilateral kidney occlusion dysuria. For nephrostomy, coloplast, nephrod j-tip catheter set with peel-away sheath 10fr29cm (catalog no:rja 210 *nephrod) was used. First,treatment on the left kidney was performed and nephrostomy was performed. Next,treatment of the right kidney was performed. During that time, zipwire .035str/150cm was used, and not the nephrod guidewire j-tip type. Since it was used together with nephrod · chiba needle 18g,,20 cm stainless steel, the zipwire .035str/150cm got broken and detached. Then, it remained in the right kidney. Currently,the patient is being hospitalized. The detached part is inside the right ureter at the moment. The detached fragment part that was left has been scheduled to be retrieved on (B)(6) (thursday) by re-procedure. When confirmed with the dr., it was understandable that the combined use of metal needle and zipwire should not be performed.

Manufacturer narrative:
Device manufacture date have been updated to include the possible lot information. On june 24, 2019 an email was received from the distributor with a request to perform a device history record review for lot 10833116, which the distributor indicated as a possible lot that could be involved in this case. A review of the device history records for lot 10833116 does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable prior to shipment. If there is any further relevant information provided a follow up report will be submitted.